Event description:
The customer reported the system was displaying a check file system error message. This error will require the system to be rebooted. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.